Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hhdh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead was coming to the surface under their skin. This issue began in about (B)(6). The patient was their health care provider (hcp) about this 3 days ago so they could check if it was going to break out or not. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).